Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-03216, 3006705815-2020-01376. It was reported the patient experienced ineffective therapy. The patient declined stimulation reprogramming to attempt to address the issue. The patient underwent surgical intervention wherein the scs system was explanted. Note: since it is not known which device is causing the issue, all possible devices are being reported on.